Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer alleged the pump was not delivering insulin appropriately. The customer's blood glucose (bg) elevated to an unknown value. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.